Manufacturer narrative:
(B)(4). The device was not returned to edwards as it remained implanted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The clinical statements cannot be confirmed and the root cause for stenosis of this device remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that the patient underwent procedure for a valve in valve replacement after an unknown implant duration due to severe aortic regurgitation and stenosis. Peak gradient was 41mmhg, and mean gradient was 24 mmhg. A 29mm bioprosthetic valve was implanted into an existing 27mm bioprosthetic valve in the aortic position. The patient was reported to have been discharged.